Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions, all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Health professional reported one day after injection in the cheeks with 2 syringes of juvederm voluma xc, the pt experienced "bruising". Healthcare professional stated that the bruising was caused by using the "cannulas" to enter the skin during injection, and that "blood vessels were hit causing the bruising". Pt was treated with ice. Symptoms are ongoing.